Event description:
It is reported that a customer received a no delivery alarm on their insulin pump while trying to change their reservoir. The patient's blood glucose level was unknown. The customer stated that the pump got stuck in rewind mode. The customer was transferred to the help line for assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.